Event description:
During the case while after passing a liga clip through the trocar md noticed that part of the clip was missing. On one side of the clip there is a "hook" looking feature that was noted as absent. The clip was removed and confirmed that a small part of the clip was missing. At no time previous to the insertion of the clip was an adverse event noted that could have resulted in the clip breaking. All steps to apply the clip to the clip holder were followed per policy and insertion into the trocar was nominal.